Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue, sion. Guide catheter: launcher 6fr ebu3.5. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending artery with moderate tortuosity and heavy calcification that was 90% stenosed. Resistance was felt during advancement of the 2.5 x 12 mm trek rx balloon dilatation catheter through the tortuous lesion; however, it was able to cross successfully. The balloon ruptured during the first inflation after being held for 15 seconds at 14 atmospheres. A non-abbott balloon catheter was used to dilate the lesion. The procedure was successfully completed after a xience alpine stent was implanted. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.